Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'failed downstream occlusion test' was not reproduced. A review of the event history log (ehl) revealed 'failed downstream occlusion test' messages. The reported condition was verified. The cause of the condition was determined to be the out of calibration force sensor and an out of adjustment downstream tubing guide. The downstream tubing guide requires replacement and the force sensor was required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.